Event description:
It was reported that patient experienced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling event occurred on (B)(6) 2026 led to hyperglycemia and treated with correction bolus via pump.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.